Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure(event) observed during analysis. Analysis found an intermittent short with the hv charging circuitry.

Event description:
This report is to advise of an event observed during analysis.